Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that during preparation for an acute myocardial infarction (ami) pt, when the protective sheath was removed, the stent had dislodged distally off the markers. The stent remained on the balloon. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering could not perform an eval at the time of this report. Results and conclusion will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon. There was no contrast visible. The proximal end of the stent implant was stationary on the distal end of the balloon 3 mm distal to the distal marker. There was no damage noted to the stent implant. The balloon was tightly folded. There was no damage noted to the sds. The protective sheath was returned. A snap gauge was used to measure the outer diameters of the stent implant. The distal measurements met mfg criteria. The proximal and middle measurements were oversized; these did not meet mfg criteria.